Manufacturer narrative:
This product was manufactured in switzerland and is not marketed in the u.s.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.50 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.